Manufacturer narrative:
(B)(4). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the bag had one of the top corners cut off by the customer. This cut was sealed with a clamp so testing could be performed. A leak test under water and simulated use test were performed, and no nonconformances were observed. The reported condition was not confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 4l oxygen barrier bag leaked. The reporter described the leakage location as around the port areas, possibly from the channels. This occurred before use. There was no patient involvement. No additional information is available. This is report 2 of 4.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed.  If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.